Event description:
During a procedure at the user facility the device overheated. No medical intervention and no adverse consequences were reported with this event. Attempts are being made to obtain additional information from the user facility.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
During a procedure at the user facility the device overheated. No medical intervention and no adverse consequences were reported with this event. Attempts are being made to obtain additional information from the user facility.